Manufacturer narrative:
Describe event or problem, relevant tests/lab data and patient codes updated. (B)(4)

Event description:
It was further reported that in (B)(6) 2016, the patient presented due to spondylosis with radiculopathy and was referred for and elective anterior lumbar interbody fusion of l5/s1 vertebrae. The surgery was performed with no complications and post-operative care was managed in the post-anesthesia care unit (pacu). The patient was found unresponsive suddenly in pacu, and cardiopulmonary resuscitation (CPR) and advanced cardiac life support (acls) were initiated immediately. Agonal breathing and ventricular fibrillation (vf) noted on monitor. Intubation with glide scope, positive etco2 by color indicator during chest compressions, radial arterial line and femoral venous lines were started. Multiple episodes of vf which responded to shock with return of junctional-type (wide qrs) rhythm at very slow rate (35-40). CPR was continuously performed, but unable to restore spontaneous circulation or cardiac electrical activity in spite of multiple rounds of acls, drugs and chest compressions, shocked again in operating room for vf.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, stent thrombosis occurred per adjudication.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2012, the patient was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo long lesion located in the proximal left anterior descending (lad) artery extending to mid lad with 90% stenosis and was 10mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.75mmx16.00mm promus element¿ plus drug-eluting stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient expired with unknown cause of death.